Manufacturer narrative:
This device is distributed for outside of the united states (u.s.); therefore, it does not have a 510k number. However, this MDR is being submitted because the device is same as or similar to a product distributed within the u.s. Per the customer, the actual device is not available for evaluation. Therefore, the reported condition of "overinfusion" could not be confirmed. Should the sample or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that a (B)(6) basal/bolus infusor lv had overinfused during patient use at the patient's home. The device was filled with 5-fluorouracil and normal saline. The actual flow rate was 230ml/51hr. The expected infusion rate and total fill volume is unknown. The temparature of the device was 30c. There is no report of patient injury or medical intervention. No additional information is available.